Event description:
The customer reported experiencing a blood glucose value of 11 mg/dl, and that paramedics treated the low. The customer was unsure of the incident date. Troubleshooting with the helpline found the insulin pump apparently working as designed. It was advised to carefully monitor the situation and the device, and to contact the customer's physician about the event. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.